Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The patient used novorapid insulin, which the patient keeps in the refrigerator, but is not keeping the temperature correct when filling the insulin cartridge.